Event description:
A report was received that the pt's cervical ipg was explanted due to infection at pocket site. The symptoms were drainage, redness and warmth at the pocket site. The pt was given oral antibiotics and the pocket site was irrigated.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will be returned to bsn for evaluation.